Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 100 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also reported receiving false low alerts from their sensor due to the inaccurate readings. The customer also reported seeing a bent cannula on their previous sensor. Customer's sensor will be replaced. No additional information provided.